Event description:
Doctor was performing a vocal fold injection when the tip of the needle broke off and the patient swallowed. Later that day, a CT of the abdomen/pelvis revealed 2.8 cm linear radiopaque foreign body located within the lumen of the mid ileum without evidence of perforation or penetration of the bowel. Supine abdominal x-ray two days later revealed the linear metallic foreign body overlying the right parasagittal pelvis, and as seen on the current limited field-of-view abdominal x-ray, the same metallic foreign body is no longer visualized, presumably having been in the rectum and evacuated spontaneously. No evidence to suggest bowel perforation, i.e. Either free air or extraperitoneal gas collection. Patient safely discharged a few days later in good condition.